Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, intermittent occlusion alarms. Reportedly, customer replaced infusion sets and cartridges and successfully resumed insulin delivery. Subsequently, on (B)(6) 2019, the customer experienced a blood glucose (bg) level of 600 mg/dl, a large ketone level identified as dangerous, chest pains, and was hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.